Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the physician noted 'play in the metal' of the implantable pulse generator (ipg) when they squeezed it. The ipg remains in use. No patient complications have been reported as a result of this event.